Event description:
It was reported that the patient presented to the ER due to syncope and memory loss. The implantable pulse generator (ipg) was reprogrammed to alleviate the symptoms. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 407458 lead, implanted 2012-(B)(6). (B)(4).